Event description:
Device 4 of 4: reference MFR report: 1627487-2012-11406, 11407, 11408. It was reported the patient wanted the scs system removed. The patient reported she was uncertain whether the system had ever provided the relief she needed. Surgical intervention was to be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.